Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's husband, reported the customer received a "replace sensor" message a few hours after applying the adc freestyle libre sensor. It was further reported the customer "felt sick" and the customer's husband injected the customer with glucagon. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was properly seated in mount. All three contacts were installed properly. Sensor neck was not damaged or cracked, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. This also serves as a correction report.

Event description:
Caller, customer's husband, reported the customer received a "replace sensor" message a few hours after applying the adc freestyle libre sensor. It was further reported the customer "felt sick" and the customer's husband injected the customer with glucagon. No further treatment was reported. There was no report of death or permanent impairment associated with this event.